Manufacturer narrative:
No product has been returned for investigation nor were radiographs provided to confirm the alleged event. Labeling review: potential adverse events and complications "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)...". "...these devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break...". Patient education: "...the patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed...". "...all lock screws should be final-tightened with the counter-torque and torque t-handle. Do not final tighten through compression instruments (e.g. C/d rack and figure 8 compressor) in the set, as the rod may not be able to normalize to the tulip. Be cautious not to over compress or distract as you can loosen the screws in the spine and potentially pull out the screw...".

Event description:
On (B)(6) 2018 patient underwent a revision procedure where the construct was extended and screws at s1 level were replaced. The patient was asymptomatic prior to revision procedure. No injury or adverse patient reaction has been reported.

Manufacturer narrative:
Product was received and evaluation could not confirm the alleged event. A review of the explanted material show mild to moderate damage to several components of the device that tends to be consistent with implantation and the subsequent removal but not to product malfunction. No bone quality test nor patient's post-operative activity levels were reported.